Event description:
On 04/13/2000 the account reported a hemoglobin(hgb)=6.8 g/dl and hematocrit(hct)=20.4 from a microsample. The physician ordered another complete bloodcell count a few minutes later and the hgb was 13.1 g/gl and the hct was 38.8. There was no impact to pt management.